Event description:
Reporter alleged when testing the blood glucose monitoring device for a flashing error "off"; it displayed two readings of 31 & 110 mg/dl without applying blood to the test strip. Reporter stated this is the first time the alleged incident has occurred. Reporter indicated being unable to remove the nose cover, when attempting to clean the device optics, due to the error. Reporter stated no treatment was received and no actions taken as a result of alleged event. A request was made for the return of the suspect device and replacement product was sent.